Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 02/12/2020. The customer reported observing high I-stat ctni results that were considered discrepant from the laboratory instrument results. The customer did not disclose the associated cartridge lot(s) or a specific time frame during which the discrepant results were observed. No relevant issues were identified through a review of quality system information. No deficiency has been identified.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false positive results on a female patient with chest pain radiating to her teeth. There was no additional patient information, date times of testing, or product lot# at the time of this report. Method: I-stat, result: 0.34 ng/ml, sample: a, day: 1. Lab, <1.0, a, 1. I-stat, 0.33 ng/ml, b, 2. Lab, <1.0, b, 2. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Per I-stat system manual: art: 714258-00q. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).